Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had corrosion in the battery compartment. Customer¿s blood glucose level was 337 mg/dl. The insulin pump will be returned for the analysis.